Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 7278, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID 5554-53, serial# (B)(4), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance has gradually increased. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.